Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a printed circuit board failure.

Event description:
A user facility reported to olympus that no image was produced when using the monitor. The reported problem was found during preparation for a procedure with no delay in procedure reported. The intended procedure was completed using another device of unknown model/serial number. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the event was due to degradation associated with the age of the device.